Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that during implant of a preloaded intraocular lens (iol) in the capsular bag, there was white sediment adhering to the edge of the lens optic. According to the reporter, this sediment did not disturb the patient's vision. The lens remained implanted. Profilactin treatment with antibiotics was provided. Additional information was requested but not received to date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. Two viscoelastics were indicated. Only one is qualified for use with this device. It is unknown if the qualified component was used. The product investigation could not identify a root cause. It is unknown if the qualified viscoelastic was used. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The customer may be describing lens edge damage. Due to nature of the lens material, when damaged, it may have a whitish appearance. Lens edge damage may occur: ¿ if inadequate viscoelastic is placed in the device as this will cause inadequate coverage of the lens fold path which may cause damage as the lens is advanced. ¿ due to rapid advancement faster than the directions for use (dfu) recommend rate. ¿ if the plunger is advanced quickly initially and then slower to stay within the recommended target rate. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).